Manufacturer narrative:
Additional information added to b3, b5, d10, and h6. Additional information for b5: the set was leaking between the anesthesia extension set and the intravenous catheter. The healthcare profession could not get the hub tightened enough to prevent leaking. This event occurred in the preop departed and it was unknown if a patient was connected at the time of this event. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) # - the complete UDI number is not available as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked from an unspecified location. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.